Event description:
On 3/27/92 at approximately 2400 the patient was suctioned via wall unit sucessfully. At 0130 on 3/27/92 the room suction was not working - cause unknown. Suction heads were changed with no success. A crash cart was brought in and dthe patient was then successfully suctioneddevice not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed, visual examination. Results of evaluation: telemetry failure, none or unknown, other. Conclusion: device evaluated and alleged failure could not be duplicated. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: device temporarily removed from service, invalid data. The device was not destroyed/disposed of.